Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump's audio and vibratory features were not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 02/03/2016. Device evaluation: the pump has been returned to animas and evaluated on 01/25/2016 with the following findings: the pump powered up to the verify screen with vibration and no audible alert. The pump¿s cover was removed and the auditory feature started working after a piezo-contact alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.